Event description:
It was reported during a recent site visit the customer reported issue with excessive ail alarms during unspecified medications with no visible air detected . Although many attempts made there was no additional event details or patient impact provided at this time. The event occurred in sticu . It was later reported that customer requested to close the complaint without any further information provided .

Manufacturer narrative:
Additional information, updated sections b.5, g.3.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Model / lot or serial numbers not provided by customer.

Event description:
During a recent site visit the customer reported issue with excessive ail alarms during unspecified medications with no visible air detected . Although requested there are no additional details provided at this time or patient impact provided. The event occurred in sticu.